Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the vessel was severely tortuous with severe calcification. It was reported that the bifurcated stent graft and the iliac stent graft were correctly placed. The physician elected to dilate the contralateral limb for placement of an additional extension limb. During the placement of the dilator inside the iliac limb, the dilator caused the stent graft system to moved proximally covering the left renal artery. The physician was unable to pull the stent graft down. It was reported that the pt's right kidney was strong and healthy. The physician will monitor the pt. It has reported that the pt has not had any further intervention and no clinical sequelae were reported, and the pt is reported to be fine.